Event description:
Pt was having an abdominal arteriogram procedure through the left brachial artery. A 9mm tube portion of the angioseal closure device which is intended to be removed went entirely under the skin and had to be surgically removed. This piece is called the temper tube.